Event description:
It was reported that 7 bd piston syringes separated from the hub before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. This pr is for occurrences on (B)(6) 2020 and for the unknown dates. Verbatim: consumer reported needle hub separated when removing shield stated, shields are difficult to remove. 7 syringes affected"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (8) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9343326. Customer states that the needle hub separated when removing the shield and the shields are difficult to remove. All returned syringes were examined and 5 out of 8 samples exhibited the hub-needle/shield assembly separated from the barrel. All 3 remaining syringes were tested to determine the shield removal forces. All removal forces fell within specification. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 7 bd piston syringes separated from the hub before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. This pr is for occurrences on (B)(6) 2020 and for the unknown dates. Verbatim: consumer reported needle hub separated when removing shield stated, shields are difficult to remove 7 syringes affected"